Manufacturer narrative:
The sureform 60 stapler instrument and one white reload were recieved and analyzed by failure analysis. Failure analysis did not replicate or confirm the reported misfire event. It was found that staples were stuck onto the reload. A staple was also wedged in the knife track. No relevant errors were observed in the system logs for this procedure. This was the third fire of the sureform 60 stapler instrument with a white sureform 60 reload.

Event description:
It was reported that during a da vinci-assisted single anastomosis duodeno-ileostomy with sleeve gastrectomy (sadi-s) and cholecystectomy surgical procedure, the sureform 60 stapler instrument fired a white reload and created a "ragged" line. The event occurred during the gastric sleeve portion of the case while stapling the stomach. A white reload was being used on the sureform 60 stapler instrument. This was the third reload of the case. A few recognition issues occurred with this stapler prior to this firing event; the stapler was reseated until the recognition issue was resolved. No tissue was pushed forward or dragged during the firing process. The surgeon stated that the edge of the staple line appeared "ragged." The surgeon stated that the "ragged" edge was abnormal; however, no intervention or unplanned surgical tasks were performed due to this event. No bleeding occurred due to this event. The system did not generate any error messages during use of this instrument. A second sureform 60 stapler was installed and the procedure was completed as planned, robotically. No images or videos are available for review. The surgeon stated that the knife felt dull and did not observe any obstructions along the path of the staple fire. The surgeon stated the patient's outcome was not affected by this event.